Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was reported to be bumpy and under the front therapy electrode. The patient's wife reported using cetaphil cream on the area. During a follow up, it was reported that the patient saw his doctor who suggested treating with an over the counter cortisone cream. The wife reported that the cortisone cream did not help, as the rash was getting worse with small pin hole sized areas that were bleeding. The wife reported using lotrimin and that the rash had since cleared.